Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the catheter is being used during a surgical procedure. There is some wet fluid at the hub. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemodialysis session, there was a blood leak found at the junction of the hub and catheter body after insertion in the right jugular vein. It was noted that the catheter was not repaired, tego was not utilized, and there was no luer adapter issue. Iodine povidone 10% with dried gauze was the cleaning agent used on the device and the insertion site was treated prior to placement. There was nothing unusual observed prior to use. There was an eventual blood loss of 5 to 10 ml and there was no blood transfusion. The catheter was replaced and treatment was completed. There was no patient injury.